Event description:
A male pt contacted lifecor customer support to report, that he was receiving large amounts of "adjust belt" messages. Support requested a download. Pt's nurse called back immediately and stated, that the pt just got the lifevest today. She wanted a lifecor pt service rep (psr) to visit today. Psr went to pt and downloaded. Download revealed a great deal of back falloff. The psr affirmed that the back electrode was touching the skin and not flipped over. Alarms persisted. Psr replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.